Manufacturer narrative:
G4: 14oct2020 b4: (B)(6) 2020 the manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the battery. The customer observed battery failed error in the significant event log. The customer replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
The customer reported battery failure. There was no patient involvement.

Manufacturer narrative:
G4:26mar2021. B4:02apr2021. H11: the failure alarm occurred while on a patient. The device was swapped out with another unit, with no patient harm or therapy delay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Upon further investigation, the following has been reported: that the battery was found to be greater than 5 years old. Therefore, this complaint no longer meets reportability requirements. Per service manual, battery should be replaced every 5 years.